Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery when the pam was connected and disconnected, the device broke: all components were stripped. The device fell apart outisde of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the damage to the connector of the device. Visual inspection of the returned ar-9821 noted that the connector is broken leaving wires exposed. The most likely cause for the reported failure can be attributed to misuse/mishandling when plugging/unplugging the device. Refer to the investigation photos.